Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The ins located in the right lower back was unable to be charged or connected to the tablet due to proximity of second ins located in right lower abdomen approximately 6 to 8 inches apart. The ins located at the right lower back was moved to the left lower back resolving the connection problem. On dec 17, 2024, with medtronic technical support, the rep was unable to connect in office to patients ins. It was determined that abdominal ins was interfering with bluetooth communication of posterior device. The ins located at the right lower back was moved to the left lower back resolving the connection problem. The patient was able to charge post operatively and assess stimulation needs. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97715; serial#: (B)(6); implanted: (B)(6) 2022; product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.